Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not cut. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with endopath* ets flex while performing a unkown procedure. The product complaint analysis team has commpleted its investigation of the device which was returned to co with product inquiry # 974016. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, no; batch number, k00v9h; cartridge in place/condition, good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, partially fired. Functional tests & results: condtion of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not cut" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridg became damaged. If the instrument's firing cylce is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.